Event description:
A hospital in (B)(6) reported to our distributor that there was water leakage between the water feedset tube and the chamber dome of an mr290 vented autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected. Results: the visual inspection revealed a break in the feedset tube on the chamber end. The surface of the break is rough. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The surface of the break is rough, suggesting that the tubing was broken by stretching, placed under tension or pulling rather than cutting. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).